Event description:
The following information was reproted on MFR. Report# 2953200-2004-01315. A 268 mm diameter x 15 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size and vessel morphology at time of implant are unknown. It was reported that the aneurysm neck was conical in shape, measuring 19.5 mm in diameter below the renal artery. Two cms lower, the aortic neck measured 22.5 -23 mm in diameter. A recent computed tomography demonstrated that there was a type I endoleak and that the stent graft had migrated approximately 1cm. 14 months post implant 2 aneurx aortic cuff were successfully implanted resolving the endoleak. 5 months post cuff implant the aneurysm grew from 5.5 - 8 cm due to a recurrent type I endoleak. The device was successfully explanted. Medtronic has received the explanted device and the analysis has been completed it was reported that the stent graft migrated 2 cm, but the aortic cuff extends only 1 cm beyond the proximal bifurcate. It is unknown if this was insufficient coverage. The conical shape of the neck may have created an irregularity, as the proximal stent graft was noted to be well adhered to the aortic neck with an endoleak at a single, defined location. The single strut fracture was not in the seal zone. No additional clinical sequelae were reported and the pt is fine.